Manufacturer narrative:
Based on our investigation of the returned device and our batch documentation, lenstec can confirm that all procedures in the manufacturing and packaging of the lens were conducted correctly. The visual examination carried out showed that the lens carried slight scratches and a punch. These defects appeared to be as a result of the difficulty experienced by the physician during the insertion process. Additionally, lenstec can confirm that any such defects would not have passed our final and visual inspection which is performed on 100% of the lenses prior to release and hence, the lens would not have been shipped to the customer. The instruments used were unknown; therefore, lenstec is unable to comment on the compatibility with the lens. Lenstec recommends that the surgeon follows the instructions for use (IFU) for the correct procedure and instruments used for implanting the lens.

Event description:
Lens scratched during insertion. Physician attempted to insert lens, was having difficulty, pulled injector plunger back, attempted to continue inserting lens, but reported difficulty. Physician was able to insert lens but noticed scratches on the lens. Surgeon was able to remove lens (did not report if incision enlarged). New lens inserted without difficulty. Tech did not save cartridge or package.